Event description:
It was reported that this patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with peritonitis. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pdrn, it was reported that this patient was hospitalized on (B)(6) 2026 following lethargy and generalized weakness. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained and tested in the hospital on (B)(6) 2026 presented with streptococcus anginosus in the culture and a wbc count of 169/mm3. The patient was diagnosed with peritonitis due to a break in asepsis to her pd catheter (not a fresenius product) following a ccpd treatment. It was explained that after completing a pd treatment on an unknown date, the patient removed her fresenius transfer set (exact model not reported) and kept her catheter exposed and unprotected over the course of a day before alerting the outpatient clinic. Additionally, the patient recently experienced a respiratory infection prior to the peritonitis diagnosis, which itself was determined to be unrelated to pd therapy or the use of any fresenius product(s) or device(s). It was suspected that the respiratory infection in the environment of an exposed indwelling catheter was the source of this patient¿s adverse event. The patient was prescribed intravenous (IV) vancomycin and IV cefepime (dosage and frequencies not reported) to address the infection while hospitalized. The patient was transitioned to hemodialysis (hd) for renal replacement therapy due to the nature of the infection and other unrelated comorbidities. The patient had an uneventful hospital course, and she was discharged home on (B)(6) 2026. It was reported that the patient¿s peritonitis and associated hospitalization were not the result of a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd therapy on an in-center basis post-discharge with a plan to return to ccpd therapy on the same liberty select cycler when cleared by her physician.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for the complaint product shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. There is no allegation of cassette malfunction based in the complaint description and information provided, the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed unconfirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between the completion of a ccpd treatment utilizing a fresenius transfer set and the adverse event of peritonitis, characterized by lethargy and generalized weakness. It is well established that pd patients are at high risk for peritoneum infections. The source of this patient¿s infection can be attributed to a break in aseptic technique following ccpd therapy with no indication of a contributing malfunction or deficiency of any fresenius product(s) or device(s) as reported by a medical professional. Nonadherence to asepsis through touch contamination during or around the time of pd therapy is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that is part of the normal flora of the human mouth and gastrointestinal (gi) tract. Therefore, the fresenius transfer set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
It was reported that this patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with peritonitis. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pdrn, it was reported that this patient was hospitalized on (B)(6) 2026 following lethargy and generalized weakness. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained and tested in the hospital on (B)(6) 2026 presented with streptococcus anginosus in the culture and a wbc count of 169/mm3. The patient was diagnosed with peritonitis due to a break in asepsis to her pd catheter (not a fresenius product) following a ccpd treatment. It was explained that after completing a pd treatment on an unknown date, the patient removed her fresenius transfer set (exact model not reported) and kept her catheter exposed and unprotected over the course of a day before alerting the outpatient clinic. Additionally, the patient recently experienced a respiratory infection prior to the peritonitis diagnosis, which itself was determined to be unrelated to pd therapy or the use of any fresenius product(s) or device(s). It was suspected that the respiratory infection in the environment of an exposed indwelling catheter was the source of this patient¿s adverse event. The patient was prescribed intravenous (IV) vancomycin and IV cefepime (dosage and frequencies not reported) to address the infection while hospitalized. The patient was transitioned to hemodialysis (hd) for renal replacement therapy due to the nature of the infection and other unrelated comorbidities. The patient had an uneventful hospital course, and she was discharged home on (B)(6) 2026. It was reported that the patient¿s peritonitis and associated hospitalization were not the result of a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd therapy on an in-center basis post-discharge with a plan to return to ccpd therapy on the same liberty select cycler when cleared by her physician.